Event description:
The suspect device result was 327 mg/dl two hours after the user took their oral meds. Family member took pt to the ER and their glucose was 89 mg/dl on an ER device. No treatment was provided. Controls were not used. The device was replaced and requested to be returned for eval.